Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded in attempt to resolve the issue; however, the issue persisted. Customer¿s blood glucose level was "high" (specific bg value was not provided). A manual injection of insulin was administered to resolve high bg. Reportedly, the customer reverted to manual injections for insulin therapy.